Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 28 feb 2017. This complaint is part of a retrospective review as part of a remediation related to CAPA(B)(4). Although the device tested to specification in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that during an extrahepatic tumor procedure, the needle was connected to the generator and it was powered on, the temperature rose suddenly and an error occurred. The root of the cable was pressed and the needle started to work. The procedure was completed. No patient harm.